Event description:
The patient had a cva post operatively. The patient was confused days later and pulled out nasogastric tube (ngt). The patient had a respiratory event requiring intubation. The patient was diagnosed with anoxic brain injury and had no neurological recovery. The family withdrew care. The patient was originally admitted on (B)(6) 2020. The stroke was embolic and perioperative. The stroke was diagnosed with a computed tomography (CT) scan. The original perioperative stroke was first reported in manufacturer report # 2916596-2021-00363.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the device operated as intended. It was reported that the outcome was not device-related. It was reported that the device will not be returned for evaluation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists stroke, respiratory failure, and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cerebrovascular accident (cva)/respiratory failure on (B)(6) 2021. The device operated as intended. The outcome was not device related. The device will not be returned for evaluation.